Event description:
Healthcare professional reported per device tracking "ruptured". Healthcare professional later reported "implant was discarded during surgery. It was opened but it was the wrong size. It was not ruptured." Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "ruptured, not implanted."

Event description:
Healthcare professional reported "ruptured". Device was not implanted.